Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
One used sensor (lot number 5202993) was returned for evaluation. The returned product was not investigated as the analysis would nto be able to confirm the customer complaint. It is unknown if the returned device is the complaint device.